Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2000 due to chronic pelvic pain, abnormal uterine bleeding, ovarian cysts and chronic left adrexal pain, stress urinary incontinence, pelvic relaxation with third degree cystocele and third degree rectocele. The patient underwent the concurrent procedures of a vaginal hysterectomy, left salpingo-oophorectomy, anterior, posterior and enterocele repair during mesh implantation.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with hysterectomy due to pelvic relaxation syndrome, cystocle, rectocele, left adenexal pain, and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2006 due to bladder prolapse. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.